Event description:
Boston scientific received information that this transvenous right atrial lead did exhibit noise. The physician determined to perform early surgical intervention and surgically abandon this lead. It was noted in the event information that the tie-down lead section of this lead was compromised. There were no reported adverse patient symptoms associated with this event information.

Manufacturer narrative:
To date, information suggests that this lead remains surgically abandoned. If new information were to become available, this report will be further evaluated and updated.